Event description:
Boston scientific received information that this left ventricular (lv) lead was not capturing. An attempt was made to implant a new lv lead however they could not access the coronary sinus and the procedure was aborted. The chronic lv lead remains implanted but the device was reprogrammed to right ventricular (rv) lead only. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information suggests this lead remains implanted. Should further information become available, this report will be updated.